Event description:
Anterior resection - "(B)(6) would retractor retained in patient (confusion over how or when the item was left following initial surgery). Patient was closed as normal assuming procedure was complete, and sent back to ward. Days later patient complained of abdominal pain, and further examination showed the alexis was left within the patient. Further surgery required to removed device." Type of intervention: further surgery. Patient status: home recovering.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. Correction - model# c8301. There was a confusion of product code from the hospital was recorded. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the inner and outer rings were retracted and cut. The film was noted to be cleanly cut along the length of the retractor. All alexis wound retractors undergo 100% visual inspection during the assembly and packaging process. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to confirm that a product malfunction occurred. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.